Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient complained that the recharger was losing connection easily. The patient could not move during recharging, and they are hardly able to connect to the ins anymore. The patient claimed that they have always had difficulty connecting to the ins for recharging, but it has gotten worse over time. The caller was not with the patient. Additional information was received, and it was stated that the patient had difficulty maintaining a connection when recharging the implant since receiving the recharger in 2021. The patient said that the last time they recharged was probably at least a month ago, due to the frustration of recharging the implant. When asked, the patient said that she usually recharges every week or two weeks. The patient also mentioned that she had an x-ray done quite a while ago to check the position of the implant bec ause of a fall, and the physician said that everything was fine. The patient spoke to the medtronic representative yesterday about this issue and was redirected to contact patient services. With instruction, the patient first palpated ins and said she just felt the edge. The patient then placed the recharger over the implant site and then turned the recharger on. The patient attempted to connect to the implant and repositioned several times but was unable to maintain a connection for very long. The recharger did stay connected for a while, and with instructions, the patient opened the recharger app, connected, and received the charging screen. The ins battery was at 10%, therapy was off, and there was a there was a good connection. The recharger did turn off twice during the session, so reset the handset and recharger; however, the recharger wasn't maintaining connection to the implant, and the patient mentioned that she has a cramp in her arm from having to hold the recharger so long. The issue was not resolved through troubleshooting. An email was sent to the repair department. Additional information was received from the patient. The patient (pt) called back from phone number on file. Pt said they couldn't get the communicator to connect with the implant and they were at the MRI facility. Patient services walked pt through attempting to connect with the device via the mytherapy application and pt saw 'device not responding'. The communicator light was solid blue indicating that it was connected to the handset but patient wasn't able to enter the micro mytherapy application. Retrying did not resolve issue. Pt then admitted that they had not charged their implant in a long time because their implant was a pain to charge. Pt said they were planning to have an MRI of their head. Patient services reviewed MRI information with patient regarding option for pt to charge implant up past30% to be able to connect with implant and place implant into MRI mode or to have pt follow up with hcp regarding MRI eligibility form. Additional information was received from the patient. The cause of being unable to enter the app was that it was not charged. They were discussing with their healthcare provider (hcp). They need the battery replaced/adjusted/removed and replaced with a non-rechargeable one. The cause of it being a pain to charge was not known but they were about done with this particular battery set up. They are hoping to either get a non-rechargeable one or remove it completely. The cause of being unable to get the communicator to connect was not determined. The battery seemed to be sitting sideways instead of flat, which most likely is making it difficult (near impossible) to charge. They were seeing their doctor on (B)(6) 2025. The issue was not yet resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of the ins sitting sideways was unknown. They stated that the steps taken to resolve the issue involved replacing the rechargeable battery with a non-rechargeable battery and a pocket revision. This had not yet been resolved. The surgery was scheduled for (B)(6) 2025. They noted that the device would be returned. They planned to take their charger, base, phone with the other piece and belt with them to the surgery to return. They would tell their doctor to return it.